Manufacturer narrative:
Batch review performed on 08 january 2019: lot 1654048: 21 items manufactured and released on 17-may-2017. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Preliminary investigation performed on 08 jan 2019 by r&d product manager: the photos show the piece with the locking component separated form the plate. The event can be related to an high torsion force that could have provided the breakage of the locking component.

Event description:
During the primary hip surgery and after impacting the cup, the impaction plate broke and a fragment fell into the patient and was removed. There was no delay in the case and the surgery was completed successfully.